Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2013. It was reported that during a coronary stenting procedure a stent failed to cross the lesion occurred. Access was obtained via right femoral artery. The target lesion was located in the right coronary artery (rca). A 28 x 2.50mm taxus liberté stent delivery system was selected for treatment. Upon advancing of the complaint device, the stent failed to cross the lesion and the device was removed as a whole. The procedure was completed with a different device. No patient complication was reported and patient's condition was stable. However returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a taxus liberte stent delivery system (sds) with stent and no original packaging or other devices. There was contrast and blood under the balloon folds and between the stent struts. The balloon was tightly folded with the stent secured on the balloon. The first, second, third, seventh, ninth, eleventh and thirteenth rows of struts on the proximal end of the stent were bent, flared and overlapping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).